Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a load step malfunction. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4):a review of the black box showed multiple loss of primes and occlusions had occurred. A rewind, load, and prime sequence was performed with no loss of prime occurring. The force sensor was found to be out of calibration. The pump was opened and a force sensor circuit component was found to be misaligned on the printed circuit board.